Event description:
Pentax medical was made aware of a complaint that occurred in the united states. On (B)(6) 2021, the customer initially reported that the distal end of the endoscope was crushed and causing mucosal trauma to the patient during procedure involving pentax medical video colonoscope model ec38-i10l, serial number (B)(4). It reportedly happened in multiple instances with different physicians, patients, and procedure rooms. The user facility received the endoscope back from pentax medical service repair and when using the device on (B)(6) 2022, the customer reported it again caused mucosal trauma with bleeding to the patient during the procedure. The user facility has pulled it out of use and returned the endoscope for further evaluation. The user facility also mentioned resistance auxiliary biopsy channel, and after discussing with their pentax sales rep, requested the distal ends and tubing be replaced. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
This model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model ec38-i10l-us available in the united states with a 510k number (B)(4). Continued: (B)(6) medical device regulators forum (imdrf) adverse event reporting (B)(4). The customer owned endoscope was received by pentax medical for evaluation on (B)(6) 2022. The endoscope was returned and inspected by pentax medical service on (B)(6) 2022 under work order (B)(4) and the technician documented the operation channel (primary): cut and the forward water jet tube was clogged. The device underwent repairs including the following components: operation channel (primary), water jet tube, bending rubber, angle wire, adjusting collar. Model ec38-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On (B)(6) 2022, a device history record (DHR) review for model ec38-i10l, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(6) facility on (B)(6) 2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2015. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. MDR is being submitted for the pentax medical video colonoscope model ec38-i10l, serial number (B)(4) for the (B)(6) 2022 aware date. MDR 2518897-2022-00195 is being submitted for the pentax medical video colonoscope model ec38-i10l, serial number (B)(4) for the (B)(6) 2021 aware date.

Manufacturer narrative:
A2 and a3 were updated based on the good faith effort response from the user facility on 17-feb-2022. Additionally the user facility confirmed the use was for a diagnostic procedure in which the device was used to complete the procedure without delay. The patient was not recalled for further screening and the product was immediately removed from circulation after the failure/event and subsequently called in for service. Lastly, the user facility did document that the follow pre-procedural checks and ifus for devices and accessories. H10: additional manufacturer narrative: the device was returned and evaluated. It was confirmed that the water jet tube was clogged. Based on the investigation results, it was concluded that the most probable cause of the clogged water jet tube was insufficient reprocessing at the user facility. In addition, the operational channel cut was confirmed; however, it is not the main cause, and/or irrelevant to the alleged complaint.

Event description:
Refer to h10.

Manufacturer narrative:
Correction information: b4: date of this report, f7: follow up #1, f11: updated dates, f13: updated dates. Evaluation summary: this event is believed to have been caused by incorrect water jet function due to clogging of the pipeline, and is not due to design/manufacturing. If the abnormality of the secondary water supply function affects the procedure, it can be detected by the pre-use inspection according to the instructions for use(IFU). If it is at a level that cannot be detected in the pre-use inspection, it is considered not to affect the procedure. In addition, the auxiliary water supply function is used to wash the patient's bleeding point, etc., and it is unlikely that this function will damage the patient's mucous membranes. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.